Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the quick-set cannulas were bent. Customer was not receiving insulin. Customer has a sore throat, dehydration, virus and incoherent. The blood glucose reading at the time of the event was 301mg/dl. The current blood glucose reading is 401 mg/dl. Caller treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.